Event description:
Lasik surgery with dr. (B)(6). Have had chronic and severe dry-eye ever since. Have developed multiple infections of the eye. Sty, blepharitis and now in 2018-2019- a "freakin" wart on my eyelid. No tears= greatly impaired immune response. FDA safety report ID # (B)(4).